Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alarm because their leads might have high impedance. The right ventricular (rv), right atrial (ra), and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.